Manufacturer narrative:
The biomedical engineer reported that all screens were in communication loss. The complaint was created to document information noted on the hospital's department logs. The hospital will not be providing any additional information. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central monitor station was added as leaving this field blank will result in a failed submission.

Event description:
The biomedical engineer reported that all screens were in communication loss. No patient harm was reported.

Event description:
The biomedical engineer reported that all screens were in communication loss. No patient harm was reported.

Manufacturer narrative:
Details of the complaint on 09/18/19, customer at (B)(6) health partners reported the following issue: "no time reported" all screens "comm loss" for seconds this was provided to nka technical support (ts) from the hospital's department logs. The incident occurred on (B)(6) 2019. No further information will be provided from the hospital. Service requested: none. Service performed: none. Investigation result: there was a documented incident in which all screens were reported to display "comm loss" for seconds. The details surrounding the incident were not provided and information on the extent of any troubleshooting is unknown. Further investigation of the issue is limited as the device and/or logs were not retrieved for evaluation, nor was the device serial number provided. Trending of tickets opened at mercy health partners found 14 reported incidences of "comm/communication loss" between 11/07/18 to present. ID created on product ID description 43974, (B)(6) 2018, 10:20 am, mu-631ra spontaneous restarts and comm loss . 59594, (B)(6) 2019, 02:01 am, pu-681ra communication loss on gz telemetry. 61204, (B)(6) 2019, 06:13 pm, pu-681ra comm loss on all gz's and comm loss on all rns. 63981, (B)(6) 2019, 09:51 pm, a/rns-9703-242 tiles are intermittently showing comm loss. 58093, (B)(6) /2019, 09:31 pm, a/rns-9703-242 5 rns in intermittent comm loss. 60045, (B)(6) 2019, 03:54 am, pu-681ra comm loss. 60488, (B)(6) 2019, 08:38 am, pu-681ra comm loss. 62543, (B)(6) 2019, 11:16 pm, pu-681ra comm loss on all their cns, tele gz. 64272, (B)(6) 2019, 03:42 pm, pu-681ra communication loss on all teles on .40 "d" segment. 59342, (B)(6) 2019, 05:35 am, gz-130pa gz devices in comm loss. 59443, (B)(6) 2019, 08:00 am, gz-130pa comm loss. 59444, (B)(6) 2019, 08:02 am, gz-130pa comm loss. 65313, (B)(6) 2019, 09:57 pm, pu-681ra gz tele in comm loss. 67704, (B)(6) 2019, 10:30 am, pu-681ra intermittant comm loss on all central stations level 6. No further communication loss was reported after 09/06/19. The customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause. Investigation conclusion: the customer was not willing to provide further information. Based on the information provided, it is not possible to make any determination of the root cause.